Manufacturer narrative:
(B)(4).

Event description:
Reported as "high baseline alarms followed by unresolved system error 3 alarms". As reported by a teleflex clinical support specialist: "call dispatched from speedez- taliah called the hotline for assistance with repeated high baseline alarms. The pump is currently pumping without alarms, no blood noted in tubing. Patient stable in autopilot mode, good waveforms. The alarm history revealed several high baseline alarms, I discussed these alarms with the nurses as well as possible repositioning etc. I provided my direct number and requested they call me back if they had more problems as the alarm had resolved during our conversation. 2026 est- direct call to my cell for a system error 3 alarm. This alarm occurred multiple times after resetting and restarting the pump. After attempting to reset and restart the pump the alarm continued. I had them print the alarm history, attach it to the pump and after exchanging the pump, sent it to biomed. The pump was exchanged without issue, with less than a minute delay in therapy to the patient with no additional alarms after exchanging the pump. This hospital has their internal biomed trained to maintain and repair pumps." No patient injury or consequence occurred. Patient condition reported as "fine".

Event description:
Reported as "high baseline alarms followed by unresolved system error 3 alarms". As reported by a teleflex clinical support specialist: "call dispatched from speedez- taliah called the hotline for assistance with repeated high baseline alarms. The pump is currently pumping without alarms, no blood noted in tubing. Patient stable in autopilot mode, good waveforms. The alarm history revealed several high baseline alarms, I discussed these alarms with the nurses as well as possible repositioning etc. I provided my direct number and requested they call me back if they had more problems as the alarm had resolved during our conversation. 2026 est- direct call to my cell for a system error 3 alarm. This alarm occurred multiple times after resetting and restarting the pump. After attempting to reset and restart the pump the alarm continued. I had them print the alarm history, attach it to the pump and after exchanging the pump, sent it to biomed. The pump was exchanged without issue, with less than a minute delay in therapy to the patient with no additional alarms after exchanging the pump. This hospital has their internal biomed trained to maintain and repair pumps." No patient injury or consequence occurred. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.